Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® sst¿ ii advance plus blood collection tubes the cap was discovered to be broken and in the tube. The following information was provided by the initial reporter: a yellow part of the sst stopper in the tube.

Event description:
It was reported that prior to use with a bd vacutainer® sst¿ ii advance plus blood collection tubes the cap was discovered to be broken and in the tube. The following information was provided by the initial reporter: a yellow part of the sst stopper in the tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for a tube with a piece of plastic cap with the incident lot was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of damaged caps was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.